Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results generated on two samples with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system. On (B)(6) 2021 the initial sample tested on the cobas® liat® system, generated a positive result for sars-cov-2 and negative results for influenza a/b. A non rapid test was performed on a competitor pcr system the results were negative. Due to the results discrepancies a follow-up sample was obtained and tested on the cobas® liat® system and was positive for sars-cov-2. Testing on the recollected sample was also performed on the competitor pcr system (non rapid test) the results were negative for all 3 targets. It was indicated that the competitors tests used were (r-biopharm test) kit and the (qiagen test). The initial test results and the repeat were released to the patient. No harm is alleged. An investigation is currently ongoing. Per the FDA guidance, 2 mdrs will be filed.

Manufacturer narrative:
The investigation concluded that both sars-cov-2 target pcr curves display true amplification, with one of the sample being closer to the lod. As both runs are representative of true positive results, it is likely that the difference in assay sensitivity of the competitor test(s) contributed to the discrepancy upon repeat. Overall, no product issue seen and the analyzer is performing well. (B)(4).